Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
A consumer reported starting two to three months ago the patient was experiencing shocks all through their body (in the neck chest, and everywhere else), and they thought the leads broke. The shocking started occasionally and was getting worse because as soon as the patient turned stimulation on, even if was low, they got shocked. The patient met with the manufacturer's representative (rep) who confirmed they thought there was a problem with the wires. An appointment was scheduled with the healthcare provider (hcp) to determine the next steps regarding the issues. Relevant medical history includes post-laminectomy pain.

Event description:
Additional information provided by a manufacturer representative reported that the patient's implantable neurostimulator (ins) began shocking throughout their body when it was turned on. No falls or traumas that could be related to the event were reported. Impedance tests were taken and revealed that electrodes 6, 10, 13, and 15 were greater than 10,000 ohms. The manufacturer representative attempted to reprogram around the out of range (oor) electrodes, but couldn't capture stimulation in the patient's needed areas. Stimulation was turned on/off, increased/decreased, but the patient would still get extreme shocking. It was confirmed that the shocking only occurs when stimulation would be turned on. The issue wasn't resolved and the patient's stimulation was currently turned off. It is unknown wen the patient started experiencing the issue. The patient's status at the time of this report is "alive, no injury."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was pt mentioned they had issues with therapy in unexpected areas of their body in the past and, because of this unexpected therapy, they had to get their previous spinal cord stimulators (scs) replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient the patient was getting jolts" and their ins was replaced. Replacement of the ins resolved the jolting. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.